Manufacturer narrative:
The insulin pump was received with a complete broken reservoir tube lip. We were unable to perform the basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test due to physical damage to case. However, the pump was received with normal operating currents and passed the unexpected restart error test, rewind, and displacement test. There was no missing segment/partial display anomaly noted. The pump had a minor scratched lcd window, cracked battery tube threads, a missing o-ring (reservoir tube), a stained keypad overlay, a stained address/serial label, and a stained end cap sticker.

Event description:
The customer reported via phone call that the insulin pump was broken. Customer stated that the reservoir compartment portion was broken over the weekend. Customer stated that half broken off and then the other part broke off. Customer has her reservoir taped in right now. Customer stated that she believes that it was worn down gradually. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.